Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the potential contamination and recommendation of repair via email on (B)(6) 2022. There has been no customer response to the recommendation of repair as of the date of this report.

Event description:
Hold for ac 4/11 due to brown discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.